Event description:
Info received indicates the bed has no scale functions due to fluid ingress on the connectors between the footboard and the intermediate frame.

Manufacturer narrative:
The technician replaced the connector between the footboard and intermediate frame to repair this bed.